Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer closed the occlusion alarm notification and delivered the remainder of the bolus. No additional occlusion alarms were announced. The customer¿s blood glucose (bg) level was not impacted.